Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure in the bile duct. The exact date of the event was not reported. According to the complainant, during the procedure, the guide catheter became separated from the deployment system. The broken guide catheter was removed from the patient. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h6: device code 1069 captures the reportable event of guide catheter broke block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: addiitonal information

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure in the bile duct. The exact date of the event was not reported. According to the complainant, during the procedure, the guide catheter became separated from the deployment system. The broken guide cathter was removed from the patient. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. **additional information received on (B)(6)2020** the broken guide catheter was removed from the patient using a snare.